Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mkr893, w8840 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the quantity of product involved (actual total qty involved with the reported issue noticed during the procedure for the single patient event) ? Physician sent information only about single event. Can you explain "sutures were delaminating". Does it mean the thread separated from the needle? Yes. Confirm the total quantity of product involved for the single patient event? Yes on single patient during single procedure. Does it mean the threads separated from the needle? Yes. When was it noticed thread separated from the needle, did the suture threads separate from the needle before used on patient? During using on the patient when doctor trying to tie sutures. What is the specific number of devices that failed during the one procedure? Unfortunately, nurse doesn`t remember the specific number of affected products.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was delaminating and separating from the needle when the doctor was trying to tie the suture. There were no adverse patient consequences reported.